Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not yet received.

Event description:
Related manufacturer reference numbers: 2017865-2021-27142. It was reported that the patient underwent a lead extraction procedure due to fracture. It was not specified which of the patient's leads, atrial or right ventricular (rv), had sustained the fracture. The patient's health status was unknown.